Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
An iol coordinator reported that during a cataract extraction with intraocular lens (iol) implant procedure, a posterior capsular tear occurred and a vitrectomy was performed. A new posterior chamber iol was placed after removing the damaged iol. There was no patient harm, the patient ¿s issues have resolved, and the prognosis is good. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
Additional information received states that the surgeon reported that the lens did not cause the posterior capsule tear, but there was no explanation provided as to what did cause the tear.